Manufacturer narrative:
UDI: ((B)(4). Two (2) torque wrenches [product code: 2770-40-510, lot numbers: e1010 and e1208] were returned to the complaint handling unit (chu) for evaluation. The handle was seized and could not be set in either the 60lbf/in or the 100lbf/in. The device was over torquing in the 80lbf/in setting. The device was sent for disassembly in order to determine what was causing the wrench to over torque as well as seizing. It was noted, after disassembly, that the inner surface of the torque body, where the pin interfaces with, was gouged and that there was a dent in the surface. There were no broken parts observed inside the handle. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the wrenches over torquing cannot be positively determined. Based on the visual inspection of the disassembled parts, it was revealed that the inner surface of the torque body was gouge and that there was a dent in the surface. Lubrication of this part is difficult as it¿s opened to the environment (autoclaving) which could remove the lubricant. As such, without the lubrication, a possible scenario is that the pin started to gouge the inner surface of the torque body which, overtime, resulted in the creation of a rough surface and the dent. This would cause friction and could result in an excessive amount of torsional force needed to enable the wrench to ratchet properly. This could cause the wrenches to over torque. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The locking cap from the left iliac screw was found to be loose and out of screw head upon 6 week follow up exam. Revision surgery was performed to place new locking cap and retrieve old cap. Surgeon questions the integrity of the torque wrench handles used in surgery.